Manufacturer narrative:
(B)(4). The defective flow measure board has been requested to send back to (B)(6) for further investigation in our life cycle engineering (lce)to determine the root cause. The part has not been returned for investigation despite several requests. Therefore the complaint will be close. The complaint will be re-opened if requested part or any new relevant information is received. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted if new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A service engineer investigated the device. According to the service order the flow measure board has been replaced and the machine works fine after the replacement. The device was tested and returned to clinical use. The defective flow measure board will be send back to (B)(4) for further investigation in our life cycle engineering (lce). A supplemental medwatch will be submitted if new information is received.

Event description:
It was reported that after a few hours of patient treatment on a rotaflow console, a"temp" error occurred on display. The machine stopped. They continued in free mode for next few hours and finished the procedure. No report to the patient was reported. (B)(4).